Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the patient's husband, reported the patient became unresponsive and her blood glucose level was tested to be 35 mg/dl on (B)(6) 2011. The patient's husband contacted emergency services, and paramedics arrived and transported the patient to the hospital. The patient was revived after she was admitted to the ICU. No information was provided as to the treatment received from paramedics or while the patient was in the hospital. The patient was removed from the insulin pump. During troubleshooting, the reporter replaced the pump's battery and confirmed the correct date/time. The reporter was unable to confirm any pump settings or basal/bolus history from the pump, as he was unaware of the patient's particular pump settings. The reporter was unable to provide any information regarding the patient's activities, condition and insulin doses taken prior to the onset of symptoms.